Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-00266 and 002667. The pt's therapy system included an ipg, three 4-channel leads and an extension. It was reported the pt went to the emergency room due to an excretion at the ipg site. The pt presented with an elevated white blood cell count, redness at the ipg sight and a fever. Surgical intervention was undertaken to explant the pt's ipg, one lead and the extension. The ipg site was irrigated and cleaned. Two of the leads remain in-situ. A culture was taken and an infection was confirmed. Antibiotics were administered to the pt as treatment.